Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the initial drain alarm was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:22:19. During night drain cycle one, the patient's ultrafiltration reading was 251ml, indicating the patient drained 251ml more than their maximum programmed fill volume of 100ml. No additional information is available.